Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the balloon failed to deflate, and cardiac arrest occurred. The patient presented with angina pectoris. The 90% stenosed lesion was located in a mildly tortuous and mildly calcified at the bifurcation of the left anterior descending coronary artery (lad) to first diagonal artery (d1). A 2.75 x 15 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). There was no difficulty advancing the device over the wire. The agent balloon was inflated to 8 bar for 55 seconds but failed to deflate as intended. An attempt was made to deflate the balloon over a 30 second. The patient became asystolic for 6 seconds, resulting in cardiac arrest. After administration of atropine, the partially inflated balloon was successfully pull back and removed along with the guidewire and guide catheter. The patient's EKG became normal, and no further complications occurred. The procedure was completed with this device. There were no further patient complications, the patient was fine and fully recovered. It was further reported that one inflation was performed prior to the deflation failure. There was no resistance encountered during balloon inflation. There was no kinks or damage to the device prior to deflation. The non- deflation of the balloon confirmed on fluoroscopy. The contrast /saline ratio was 50/50. The patient was not discharged.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the outer and inner lumen noted the inner lumen was detachment at 5.4cm proximal to the distal tip and 1.3cm in length. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. Due to the detachment of the inner lumen a functional test could not be performed. In addition, the inner lumen was stretched at 4.7cm from tip. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the balloon failed to deflate, and cardiac arrest occurred. The patient presented with angina pectoris. The 90% stenosed lesion was located in a mildly tortuous and mildly calcified at the bifurcation of the left anterior descending coronary artery (lad) to first diagonal artery (d1). A 2.75 x 15 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). There was no difficulty advancing the device over the wire. The agent balloon was inflated to 8 bar for 55 seconds but failed to deflate as intended. An attempt was made to deflate the balloon over a 30 second. The patient became asystolic for 6 seconds, resulting in cardiac arrest. After administration of atropine, the partially inflated balloon was successfully pull back and removed along with the guidewire and guide catheter. The patient's EKG became normal, and no further complications occurred. The procedure was completed with this device. There were no further patient complications, the patient was fine and fully recovered. It was further reported that one inflation was performed prior to the deflation failure. There was no resistance encountered during balloon inflation. There was no kinks or damage to the device prior to deflation. The non- deflation of the balloon confirmed on fluoroscopy. The contrast /saline ratio was 50/50. The patient was not discharged.

Event description:
It was reported that the balloon failed to deflate, and cardiac arrest occurred. The patient presented with angina pectoris. The 90% stenosed lesion was located in a mildly tortuous and mildly calcified at the bifurcation of the left anterior descending coronary artery (lad) to first diagonal artery (d1). A 2.75 x 15 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). There was no difficulty advancing the device over the wire. The agent balloon was inflated to 8 bar for 55 seconds but failed to deflate as intended. An attempt was made to deflate the balloon over a 30 second. The patient became asystolic for 6 seconds, resulting in cardiac arrest. After administration of atropine, the partially inflated balloon was successfully pull back and removed along with the guidewire and guide catheter. The patient's EKG became normal, and no further complications occurred. The procedure was completed with this device. There were no further patient complications, the patient was fine and fully recovered.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).